Event description:
It was reported that the patient has been experiencing a "pulling sensation when standing up" and pain at the device site for which the patient was still being medicated. It was also reported that the patient has been having intermittent abdominal twitching since the system was placed in the abdomen and a right ventricular [rv] lead extender was added; an insulation breach (which is believed to have occurred during implant) of the rv lead extender is suspected. Additionally, the rv lead impedance has decreased. The device has been reprogrammed multiple times; however, the twitching has continued. The rv lead and extender will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient has been experiencing a "pulling sensation when standing up" and pain at the device site for which the patient was still being medicated. It was also reported that the patient has been having intermittent abdominal twitching since the system was placed in the abdomen and a right ventricular [rv] lead extender was added; an insulation breach (which is believed to have occurred during implant) of the rv lead extender is suspected. Additionally, the rv lead impedance has decreased. The device has been reprogrammed multiple times; however, the twitching has continued. It was later reported that during the revision, it was found that silicone had not been put in the device port at implant and this had led to a current leak from the device. Silicone was put into the device port and the system remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.